Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, an 8 mm amplatzer vascular plug ii was successfully implanted. During follow up tte 4 months post-implant, it was observed that there was no bloodflow to the left arteria pulmonalis. On (B)(6) 2019, a heart catheter investigation was performed and ti was detected that the left arteria pulmonalis was completely occluded by the disc of the device. The plug was attempted to be removed via snare, but was unsuccessful. The patient will be sent to cardiac surgery to remove the device. The patient is in stable condition. It has not been confirmed that the device is removed.

Manufacturer narrative:
An event of the device disc protruding into and occluding the left pulmonary artery was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Per the instructions for use, artmt100092325, ver. B, "the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established." The off-label use of the device could have been a contributing factor in the reported occlusion of the artery; however, the root cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2019, an 8 mm amplatzer vascular plug ii (avpii) was successfully implanted. During follow up tte 4 months post-implant, it was observed that there was no bloodflow to the left arteria pulmonalis. On (B)(6) 2019, a heart catheter investigation was performed and it was detected that the left arteria pulmonalis was completely occluded by the disc of the device. The plug was attempted to be removed via snare, but was unsuccessful. The patient was referred to cardiac surgery and on (B)(6) 2019, the avpii was surgically explanted and the patient's pda was surgically closed. The patient is in stable condition.